Event description:
The patient developed (during hospitalization in cardiology department) a slow ventricular tachycardia (rate around 98min-1) on (B)(6) 2016. The physician applied the atp on eps screen. However, despite several attempts, upon pressing "start atp" button only one pacing cycle was applied. The patient underwent pharmacological treatment to treat the slow vt. The patient developed a ventricular fibrillation on (B)(6) 2016 (rate around 220 min-1) when he was still in the hospital. The device started to apply atps. The physician interrogated the device and applied a maximum shock manually but the device did not respond to the user's command. Eventually, an external shock was delivered and the ventricular fibrillation was terminated with success.

Event description:
The patient developed (during hospitalization in cardiology department) a slow ventricular tachycardia (rate around 98min-1) on (B)(6) 2016. The physician applied the atp on eps screen. However, despite several attempts, upon pressing "start atp" button only one pacing cycle was applied. The patient underwent pharmacological treatment to treat the slow vt. The patient developed a ventricular fibrillation on (B)(6) 2016 (rate around 220 min-1) when he was still in the hospital. The device started to apply atps. The physician interrogated the device and applied a maximum shock manually but the device did not respond to the user's command. Eventually, an external shock was delivered and the ventricular fibrillation was terminated with success.

Manufacturer narrative:
Preliminary analysis did not reveal any programmer software issue. The reported behavior was most probably related to telemetry errors.

Event description:
The patient developed (during hospitalization in cardiology department) a slow ventricular tachycardia (rate around 98min-1) on (B)(6) 2016. The physician applied the atp on eps screen. However, despite several attempts, upon pressing "start atp" button only one pacing cycle was applied. The patient underwent pharmacological treatment to treat the slow vt. The patient developed a ventricular fibrillation on (B)(6) 2016 (rate around 220 min-1) when he was still in the hospital. The device started to apply atps. The physician interrogated the device and applied a maximum shock manually but the device did not respond to the user's command. Eventually, an external shock was delivered and the ventricular fibrillation was terminated with success.

Manufacturer narrative:
Preliminary analysis did not reveal any programmer software issue. The reported behavior was most probably related to telemetry errors. Atrial lead and/or connection issue is suspected.

Event description:
The patient developed (during hospitalization in cardiology department) a slow ventricular tachycardia (rate around 98min-1) on (B)(6) 2016. The physician applied the atp on eps screen. However, despite several attempts, upon pressing "start atp" button only one pacing cycle was applied. The patient underwent pharmacological treatment to treat the slow vt. The patient developed a ventricular fibrillation on (B)(6) 2016 (rate around 220 min-1) when he was still in the hospital. The device started to apply atps. The physician interrogated the device and applied a maximum shock manually but the device did not respond to the user's command. Eventually, an external shock was delivered and the ventricular fibrillation was terminated with success.